Event description:
Colonoscopy was stopped after patient complained of abdomen pain and bright red blood was found in rectum. The sigmoid colon had been perforated. The colon was surgically repaired in the operating room. The patient was subsequently transferred to the intensive unit in stable condition. The hospital visually inspected the colonoscope and performed certain mechanical test. The hospital reported to mfg. That they have concluded there was no device failure. MFR. Will also evaluate the scope as soon as it is sent.